Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug at concentration 4000 mcg/ml at unknown dose and fentanyl and bupivacaine at unknown concentrations and doses via an implantable pump for spinal pain, lumbar radiculopathy, and reflex sympathetic dystrophy/ causalgia; complex regional pain syndrome. On august 10, 2016 the patient's pump was alarming every fifteen minutes. The patient was out of state and at a different hospital. When the patient returned to the managing physician's office the logs showed motor stall and motor stall recovery. The patient was given prescription to manage withdrawal symptoms. The issue was considered resolved. The patient was alive with no injury. No surgical intervention occurred and no intervention was planned.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication with the pump motor gear train. It was also found that there was a motor stall due to shaft bearing. Eval code-result updated. Eval code-conclusion will be updated and a supplemental report will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. Per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Eval code-conclusion updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.